Manufacturer narrative:
Updated/additional information: section a1 - patient identifier updated to multiple, section b5 - describe event or problem, h4 - device mfg date completed information for section a1 patient identification: (B)(6). The field service representative (fsr) performed trouble shooting and inspected the instrument finding dried buffer inside of the r2 syringe assembly. They also noted extensive troubleshooting of wash zone 1 accuracy failures. Several parts, including the syringe assembly, wash zone probe, sample pipettor wash cup, and sample probe were replaced and/or adjusted which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai02473. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity(B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the syringe assy; wash zone probes; and the sample pipettor wash cup, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I for serial (B)(6), or the syringe assy; wash zone probes; and the sample pipettor wash cup was identified.

Event description:
The customer observed falsely elevated alinity I total -hcg results for a patient sample. The following data was provided (iu/l=miu/ml): (B)(6) 2023 sample ID (B)(6) initial result = 41.830 iu/l, repeat = <0.730 iu/l no impact to patient management was reported. Update: additional information was provided by the customer on (B)(6) 2023. An additional falsely elevated alinity I total -hcg result was obtained. The following data was provided: sample ID (B)(6) initial result = 50.634 iu/l, repeated 2 times and result = < 0.730 iu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I total ¿-hcg results for a patient sample. The following data was provided (iu/l=miu/ml): (B)(6) 2023 sample ID (B)(6) initial result = 41.830 iu/l, repeat = <0.730 iu/l no impact to patient management was reported.